Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified. A 7.0 x 100mm, 75cm mustang balloon catheter was advanced for pre-dilation. However, on initial inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The device was removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported.